Event description:
The hcp reported that a pump replacement had been planned; however, magnetic resonance imaging (MRI) in 2007 revealed a catheter tip inflammatory mass. The patient was asymptomatic. The pump replacement was canceled. The patient's pump drug was changed from morphine sulfate to prialt. The event was ongoing. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.